Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported when removing the orange needle cap, the needle portion comes off with the cap and stays in the cap. Stated this happened with 8 syringes in current box. Verbatim: consumer reported when removing the orange needle cap, the needle portion comes off with the cap and stays in the cap. Stated this happened with 8 syringes in current box. Stated in the last three days he had 3 syringes with this issue."

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported when removing the orange needle cap, the needle portion comes off with the cap and stays in the cap. Stated this happened with 8 syringes in current box. Verbatim: consumer reported when removing the orange needle cap, the needle portion comes off with the cap and stays in the cap. Stated this happened with 8 syringes in current box. Stated in the last three days he had 3 syringes with this issue."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200893682] noted for out of spec shield pull. H3 other text : see h.10.